Manufacturer narrative:
Customer has confirmed that the device will not be returned to the manufacturer for investigation. (B)(4).

Event description:
During a bankart repair procedure utilizing a 2.5mm fluted drill w/ depth stop, it was reported that the tip of the device broke during the drilling. The broken part of the device remained in the site and will not be removed from the patient. The missing piece was noticed after the insertion and knot tying of a smith & nephew osteoraptor 2.3mm suture anchor. The patient¿s bone quality was normal. This device has been previously used approximately 120 times. The device was sterilized with the autoclave sterilization at 134°c. An unknown manufacturer's power instrument was used with the device. There were no reports of patient injuries or pain post-procedure.

Manufacturer narrative:
The device was marked as available for evaluation in section d10; although anticipated, the device has not yet been received. (B)(4).